Manufacturer narrative:
Even though the touchscreen is operating properly, the product support provided the part identification and price for touchscreen per customer's request. The authorized service personnel (asp) replaced the front bezels with navigation ring. Performed all required test and verifications results passed.

Event description:
The customer reported that the unit has a nav- ring issue. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported an issue with the touchscreen. After troubleshooting, it was determined the nav ring is not operating properly. When trying to change the setting, the numbers are jumping all over. Repair information was requested from the customer, but no response received. The investigation is ongoing.